Manufacturer narrative:
The device was received by the MFR for eval. The investigation is ongoing. A f/u will be filed when the investigation is complete.

Event description:
It was reported that the non-sterile batteries burned through and emitted smoke during a procedure. The procedure was successfully completed using a sterile battery with a delay of 15 minutes. There were no other adverse consequences alleged due to this event.